Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The x-stage cover was out of alignment causing the issue. The covers were realigned and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry cannot be extended. The site re-homed the system without resolve.